Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
The procedure was a fenestrated abdominal aortic aneurysm repair treated with a cook zenith fenestrated graft. A 6fr ansel 45 cm sheath was placed inside of the 18fr sheath used to cannulate the fenestration of the left renal artery. The stent was successfully deployed. The physician tried to remove the balloon and it would not go back through the sheath. He pulled negative pressure but it remained stuck. The sheath and balloon had to be removed together.

Manufacturer narrative:
Engineering analysis: the sample was removed from the bio-hazard bag and inspected to determine the cause of the complaint. Upon initial inspection the catheter was still stuck within the ansel sheath and the distal balloon cone was sticking out of the introducer sheath. A noticeable ball formation of the distal balloon cone was observed. This ball is indicative of a balloon that had not been completely deflated prior to removing the catheter back through the introducer sheath. The introducer was flushed and a .035" guide wire inserted through the length of the delivery catheter. The delivery system was then pushed out of the introducer sheath exposing the entire length of the balloon. The balloon was then inflated with water using a 20cc syringe as recommended in the instructions for use, to the rated burst pressure of 12atm. The balloon was then deflated allowing the balloon to completely evacuate. The balloon folded down nicely to a tri-fold configuration and was easily removed from the introducer sheath. The details indicate that a 10cc syringe was used to deflate the balloon. The instructions for use recommend the use of a 20cc syringe as this device will create a larger vacuum than that of a 10cc syringe. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). Manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs. Result: all (B)(4) quality inspection samples passed this final inspection without any non-conformances noted. Of the (B)(4) units tested (B)(4) units were passed through the specified introducer sheaths, the stents deployed and the system fatigue tested at the rated burst pressure (12atm) for 10 inflate/ deflate cycles and then withdrawn back through the introducer sheath. None of the devices tested had any problems being withdrawn back through the introducer sheath. Conclusion: based on the details of the event and the successful lot qualification test data atrium can find no fault with the device and or lot of stent delivery systems in question.